Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: the unit was missing the 6-inch transitional and will need a new one. The shock cushion and ¼ inch pin were worn. The adjustment wrench had worn threads. General maintenance and cleaning required at this time. Replacement of worn components and missing transitional. Root cause: the reported complaint was confirmed via inspection of the unit. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009). No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the screw from the adjustable end brackets in the middle of the mayfield ultra base unit (a2101) does not hold tight and it is also missing the extended base tube. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported